Event description:
Additional information received reported that the patient experienced a 50% reduction in his dose today. The patient was being tapered slowly to replace the medication with saline and then potentially have the pump removed due to unsatisfactory results. He had recently had two neurostimulators placed; one st. Jude and the other a bsx peripheral stimulator and had intermittent relief with those. It was later reported that the patient described the ineffective therapy as ¿if we go in and have the settings changed, he seems to get a little relief from it but then it quits being effective.¿ it was noted that upon refills, the expected volume vs. Actual volume is ¿within the right limits.¿ it was stated that the patient used his patient therapy manager (ptm) this past weekend (beginning of (B)(6) 2012) and noted that one bolus helped control. It was noted that the healthcare professional (hcp) accused the patient for ¿breaking his pump.¿ however, the patient denies and trauma or falls. It was stated that a rotor study was performed back on (B)(6) 2012, results were reported as normal. It was further stated that the patient had two dye studies performed, one was on (B)(6) 2012 and the last was on (b)96) 2012; both were without anomaly. The pump was viewed by fluoroscopy and no computed tomography (CT) scan was performed. The caller stated she feels the patient¿s pump only worked part of the time. It was stated that the medication ¿was going somewhere.¿ the patient was still on oral medications for break through pain. The patient has been to the emergency room (ER) because the ¿pain gets away for him.¿ the hcp had patient therapy at bolus, four times per day and ¿that was just too much for his system to handle.¿ it was stated that the patient does better on continuous as the patient rarely used his patient therapy manager (ptm) (had not used since (B)(6) 2012). ¿we never know when therapy is going to work, it is so sporadic.¿ it was stated that the patient was reduced from a concentration of 10mg/ml to 4 mg/ml, thinking that it ¿would reach farther.¿ additional information noted that the hcp did reprogramming on the pump and it may work 1, 2, or 3 days and then it ¿won¿t work again.¿ it was stated that the hcp has done everything possible. It was stated that the medication was ¿destroying his (patient) blood pressure and system and going downhill.¿ it was reiterated that "the tests show the pump was working and it was putting it (medication) where it belongs" however, the caller stated "so there has got to be a leak or deficiency somewhere." The caller would ask hcp to have the whole system and replaced. It was also stated that the patient¿s primary care physician (pcp) stated that the pump should have some pressure and it did not pressure at refill. The system was infusing morphine at 6 mg/day; concentration of 4mg/ml at the time of explant. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). Pump was returned with no catheter and allegations of inadequate therapy and difficulty filling and aspirating the reservoir. Pump passed all non destructive testing. Pump logs were clean, meaning no motor stalls, motor stalls recoveries, or errors of any kind were ever recorded. Due to this the pump tube leak test was not done. The fluid path was destructively analyzed and no problems were found.

Event description:
It was reported that in (B)(6) the morphine concentration of 10 mg was found to be 40% of the correct concentration; after that the pump had not been working. The patient experienced a change in therapy effect that began in march. The patient experienced pain and was on oral morphine. The patient had difficulty with his pump, not getting as much relief as in the trial and early on. The hcp had difficulty aspirating and filling the reservoir. There was no negative pressure while aspirating or pushing down on the plunger to fill the pump at the last refill. Hcp was able to fill the reservoir successfully but did not feel the negative pressure that she usually does. The patient planned to follow up with hcp the next day. A dye study was done in june and results were normal. Caller stated they had another doctor do another dye study and that was normal. Fentanyl and bupivicaine were in the pump at one time and patient did not tolerate it. After a refill of morphine, the pump worked for 1-2 days and then was ineffective. The physician had tried lowering the concentration at a higher volume with no effect. The pump was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).